Manufacturer narrative:
(B)(4). D10: cat#: 00585004603, lot#: 67753852, cat#: 00585003014, lot#: 66601091, cat#: 00585204030, lot#: 67348514, cat#: 00598801016, lot#: 67638151, cat#: 00585205014, lot#: 67740616, cat#: 00585004604, lot#: 66018620, cat#: 00585001396, lot#: 67536093, cat#: 00588000500, lot#: 67243960, cat#: 00585004301, lot#: 67524738, cat#: 00223200418, lot#: 67849377. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee surgery and subsequently passed away in the following days of the procedure, on an unknown date, due to unknown medical complications. Attempts have been made and no further information has been provided.